Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.